Manufacturer narrative:
(B)(4). The root cause of the condition is due to damage during shipping.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual inspection of the unit showed no obvious signs of physical abnormality. However, during the functional leak test, leakage was detected at the junction of the luer post and the tubing. Closer examination noted the leak occurred because the tubing had been partially broken. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Event description:
The facility reported an intermate which leaked from the distal end of the infusion tubing during patient use. The device was filled with a 100-ml solution of 20 mg/ml meropenem (B)(4) in normal saline. This condition interrupted therapy and breached the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.